Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensors resistor also, unable to complete functional test due to a33 alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. The customer's blood glucose level was reported to be 145mg/dl. It was reported that the pump alarmed for compromised force sensor system alarm. The customer was advised the pump would be replaced and returned for analysis.